Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va06nun, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) indicated that the interstim system was removed because it quit working. It was indicated that the hcp wanted to donate the patient programmer. There was no additional information provided. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.